Event description:
As reported, the patient had an initial right tka on an unknown date. The patient was revised on (B)(6) 2023 and the poly was swapped due to infection. I&d was performed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Implant date is unknown, PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.